Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional info from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injuries, pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding.

Manufacturer narrative:
(B)(4). Additional info: date of report: 06/29/2012. Device info: pelvicol acellular collagen matrix. Device MFR: tissue science laboratories; (B)(4). (B)(6).

Manufacturer narrative:
Medtronic complaint number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Reason for mesh implantation: urinary stress incontinence due to urethral vesical hypermobility. Procedure (s) performed: hasson operative laparoscopy with extensive enterolysis, rectocele repair with pelvicol patch, sling anti-incontinence procedure concomitant product: tutoplast fascia lata alleged complications post placement include depression, medical conditions involving bladder complications, pelvic pain, pelvic pressure as well as uncontrolled urination, adhesions, bowel perforation, enterocele, rectocele.

Manufacturer narrative:
Medtronic complaint number: (B)(4). If information is provided in the future, a supplemental report will be issued.